Event description:
Additional information received reported that the patient again experienced a shocking or jolting sensation. It was reported that this was the fourth time this had happened since shortly after implant. The right side of the system would shock the patient, and then stop working. It was noted that the left side was working fine. The patient wanted help with additional reprogramming.

Event description:
Additional information received reported that the patient was unable to adjust stimulation, and the display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. The patient met with a manufacturer representative for impedance testing and it was found that contacts 1, 6, 9, and 10 were out of range. The patient was reprogrammed and given backup program options. It was reported that the patient was pleased with stimulation coverage.

Event description:
Additional information received reported that the patient's lead was replaced.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a shocking or jolting sensation on the right side which was resolved through reprogramming. Subsequently, an out of range message was displayed on the patient programmer which was resolved through reprogramming. The patient was reported to be receiving effective therapy with good bilateral occipital paresthesia.

Manufacturer narrative:
Programmer model 37743, serial # (B)(4), recharger model 37752, serial # (B)(4); lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown, extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown.

Manufacturer narrative:
Lead model 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Analysis of the lead found the #1, 2, 3, 4 and 5 conductors were broken at the distal edge of the #5 and 6 electrode sleeves. There were open circuits.